Manufacturer narrative:
Approximate age of device ¿ 7 years, 1 month. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that after over 7 years of support, the patient was admitted with pump power elevations, and unspecified signs of worsening hemolysis. Additional information was requested, but has not been provided.

Manufacturer narrative:
No product was returned for evaluation. Although the report of power elevations was confirmed through evaluation of the submitted system controller log file, a cause cannot conclusively be determined through this evaluation. Additionally, a correlation between the device and the reported hemolysis cannot conclusively be determined through this evaluation. The submitted log file captured power elevations on 2 of the 7 days captured in the log file. These elevations were within a range of 9w to 11.2w. No atypical alarms were reported by the account or captured in the log file. The pump operated above the low speed limit for the duration of the log file. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.